Event description:
It was reported that the customer would like know what was delivered to patient on (B)(6) 2023. The infusion rate was intended to be a bolus rate but had allegedly infused as a basal rate. The event happened overnight (B)(6). It was reported that 1ml every 10 minutes of morphine was intended to be infused. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.